Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Customer reports the device is not available for evaluation. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information provided. The device sample is not available to perform a proper investigation to confirm the alleged defect, and determine the root cause. Root cause is unknown. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the patient is intubated with an endotracheal tube. She is on the ventilator on pressure support ventilation mode. The connection between the ett and the vent tubing comes disconnected spontaneously." Customer reports patient experienced a desaturation to 91%. No patient harm reported. No medical intervention reported.

Manufacturer narrative:
Qn#(B)(4). Corrected data: adverse event or product problem-added 'adverse event. Outcomes attributed to adverse event.-added 'required intervention. Outcomes attributed to adverse event.-added 'life-threatening. Type of reportable event-corrected to 'serious injury.

Event description:
Customer complaint alleges "the patient is intubated with an endotracheal tube. She is on the ventilator on pressure support ventila tion mode. The connection between the ett and the vent tubing comes disconnected spontaneously." Customer reports patient experienced a desaturation to 91%. No patient harm reported. No medical intervention reported.